Event description:
Reportedly, the instrument placed properly formed staples on the tissue. However, the tissue was damaged requiring hand sewing to reinforce the anastomosis and complete the case. Procedure: thoracic. Pt status: recovered.